Event description:
A clave of the following medical device: 'plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in' reportedly broke during a patient's infusion of an unspecified fluid/infusate. This could likely lead to leakage. The involved patient was not harmed.

Manufacturer narrative:
Received one used 142730490 plum 150 ml burette set for inspection. As received, the clave was observed to be partially broken from the upper lid of the burette. One side was higher than the other, typical of a bend break. The reported complaint can be confirmed. The probable cause of the broken clave is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.